Event description:
Customer reports the user was unable to aspirate blood from the distal lumen after placement of the catheter. The catheter was removed and replaced. Additional information was received that there was a noticeable cut on the catheter and it leaked from the cut. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen cvc and a 5ml syringe for investigation. Visual examination revealed the catheter body was intentionally cut. The separated portion was not returned. No other defects or anomalies were observed. After functional inspection (see below), a small slit was found in the catheter body. The slit was smooth, which is consistent with contact with sharps (i.e. Needle, scalpel, etc.). The catheter body contained a small hole located 238 mm from the juncture hub. The length of the returned portion of the catheter body measured to be 280 mm which indicates that at least 332 mm of the catheter body was not returned per product drawing. The catheter body outer diameter measured 2.45 mm which is within specifications of 2.36 mm - 2.46 mm per catheter body extrusion graphic. Functional inspection was performed per the instructions-for-use (IFU). The IFU provided with this kit states the following: "flush each lumen with sterile saline solution, to establish patency and prime lumen(s)." The catheter was functionally tested by flushing both lumens using a water-filled lab inventory syringe with the distal end of the catheter occluded. When the proximal lumen was flushed, water leaked from a small hole in the catheter body. No defects were found when testing the distal lumen. A device history record review was performed with no relevant findings. The IFU provided with this kit includes the following warnings, cautions and instructions for the user: "do not cut catheter to alter length." "Do not use scissors to remove dressing, to reduce risk of cutting catheter." "Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of a hole in the catheter body was confirmed by complaint investigation of the returned sample. One hole was found in the body with damage consistent to contact with sharps. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reports the user was unable to aspirate blood from the distal lumen after placement of the catheter. The catheter was removed and replaced. Additional information was received that there was a noticeable cut on the catheter and it leaked from the cut. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).